Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle popped out and leaked when the vaccine was administered. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: 704 pieces of product 4292 were returned in unused condition. The actual device used at the time of the complaint, was not returned for investigation. Visual inspection did not reveal any defects or anomalies. All samples were unopened and within the original packages. Functional testing was performed of 80 devices. All results were acceptable with the samples remained assembled and no detachment observed. No leakage was observed during evaluation. The issue observed by the customer could not be reproduced with the returned samples. Therefore, the complaint could not be confirmed. A device history review found no discrepancies or anomalies relevant to the complaint.